Event description:
Reportedly, the device was explanted after an implant duration of approximately 59 months due to regurgitation as a result of calcification. As per customer, very strong calcification from perimount only 5 years after implantation, therefore new valve and re-operation necessary. Patient is well after implant, before nyha ii / valve. Patient was anticoagulated with aspirin.

Manufacturer narrative:
Method: device not returned. Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Additional manufacturer narrative: the device history record (DHR) review is in process.

Manufacturer narrative:
Evaluation summary: the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins, calcification was moderate to heavy at leaflet 1 and heavy at leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto leaflet 1 at the outflow and into the orifice at the greatest point by approximately 3mm. Host tissue is moderate at the stent inflow. The x-ray demonstrates calcification. Method: x-ray. On 12/16/2011, after evaluation of the device, the valve was dismantled for the serial number. On 12/19/2011, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.